Event description:
It was reported that after a successful tonsillectomy procedure using an excise pdw plasm icw wand, it was discovered that the wand had expired on 7/20/2014. There were no patient complications reported as a result of this event.